Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use setup. No medical intervention provided to the patient nor a delay was noted. The customer replaced the pcba, power management (pm) and the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards.

Event description:
The customer called into technical support (ts) reporting that the device does not power on. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer needed the part number for the overlay power switch. He explained the unit does not power on and thinks it could be the power switch. He was not in front of the unit. Ts will provide him the overlay power switch, and also provide some information on testing the power supply voltages.